Manufacturer narrative:
Initial investigation ongoing. Results to follow in follow-up report.

Event description:
This issue relates to a level alarm, the pump stopping and both leds blinking fast on the sensor. The customer tried connecting a spare mdt level sensor, but it also showed the same error. They then used the old sensor but disabled it and worked for some time without a level sensor, then the blinking stopped, so the level was activated again. This error happened again a couple of times, but for short periods. There was no reported patient harm.